Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallflex biliary rx fully covered stent was implanted within the distal biliary of a patient, (B)(6) 2014, as part of the e7058 wallflex biliary fc chronic pancreatitis study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2011. The etiology of the patient¿s chronic pancreatitis was not alcoholic and was calcific. On (B)(6) 2014, the patient was hospitalized and a pre-study stent placement endoscopic retrograde cholangiopancreatography (ercp) revealed a distal biliary stricture. On (B)(6) 2014 liver function tests were performed. No baseline biliary obstructive symptoms were reported. On (B)(6) 2014, the patient underwent biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a biliary sphincterotomy. Both a biliary and pancreatic sphincterotomy were performed during the stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2014. On (B)(6) 2014, the patient was admitted to the hospital for the onset of cholangitis. On (B)(6) 2014, liver function tests were performed. An assessment of biliary obstructive symptoms noted fever/chills and jaundice. An ercp procedure was performed and the physician noted that the stent was occluded with sludge. During the procedure, the stent was removed using forceps and another wallflex fully covered rx biliary stent was implanted. The event was considered resolved as of (B)(6) 2014. The patient was discharged on (B)(6) 2014. Reporting is required because the device is only sold ous but is similar to the m00570520 that is sold in the us.

Manufacturer narrative:
Reported event of stent occluded. (B)(4). The device has not been received for analysis. If there is any further relevant information is identified, a supplemental medwatch will be filed.